Event description:
It was reported that the cadd cassette reservoir exhibited an unspecified malfunction while in use with a patient. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.